Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for routine device replacement. The atrial lead was explanted as well due to low impedance values noted in previous follow-ups. The right ventricular lead was also explanted due to high capture thresholds noted during procedure. Both leads were replaced. Patient remained asymptomatic throughout procedure.